Event description:
No dexcom product was provided. An analysis of the cgm data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 4:44 pm. The sensor session lasted 6 days and ended due to high counts failure on (B)(6) 2025 at 3:46 am. Dexcom reached out to the insulin pump manufacturer for data investigation. The insulin pump manufacturer's investigation indicated that their product functioned as intended. Per the insulin pump manufacturer's data, from (B)(6) 7:41 pm the egvs were reading more than 400 mg/dl until 3:11 am on (B)(6). The pump data displays an unrecoverable sensor error from 3:46 am ¿ 7:36 am. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient passed away. Insulet reported via email that the patient called their husband and stated at 4:00am on (B)(6) 2025 the pump and sensor were "acting up". The patient's aunt went to their house and found the patient unconscious and called the emergency room. The patient was reportedly in diabetic ketoacidosis and suffered cardiac arrest and passed away at the hospital on (B)(6) 2025. Attempts to call the phone numbers in the patient's account were unsuccessful (B)(6) 2026. An email was sent to the address associated with the parent (B)(6) 2026 and there has been no response since then. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.